Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-23810. It was reported the patient experienced uncomfortable stimulation with her scs system. It was also reported the patient has not used her system for an extended period of time. The patient desired not to have her system reprogrammed. Subsequently, the patient underwent surgical intervention on (B)(6) 2014, where her scs system was removed.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2014-23810.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: there were broken wires found in the stimulation lead-a segment. The wires are in close proximity and could have caused intermittent stimulation which could be interrupted as uncomfortable. The stimulation lead-b segment would be considered normal device as there were no opens or anomalies found. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.